Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance testing indicated an intermittent measurement, consistent with a conductor fracture which was confirmed to be located approximately 15 centimeters from the terminal pin. An x-ray was performed and confirmed a fractured sense a cable. This fracture is consistent with cyclic fatigue. Analysis confirmed the allegations made against the electrode in this event.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing of noise. Additional information provided from the field indicated the electrode was suspected to have fractured. Surgical intervention was later performed an the electrode was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing of noise. Additional information provided from the field indicated the electrode was suspected to have fractured. Surgical intervention was later performed an the electrode was explanted. No additional adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.